Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: a complaint lot history check was performed on lot # 0231156 for needle clog. This is the 1st related complaint for needle clog on lot # 0231156. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no:320550 batch no: 0231156. I screw the new needle in and try to get the medication out and it won't come out and some are bent too.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/24/2021. H.6. Investigation: customer returned a total of 18 pen needles, several of which were returned with green inner shields, indicating that they are 4mm, 32 gauge pen needles. No other identification was available. The pen needles were visually inspected prior to testing. 15 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, 2 were broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that 15 pen needles had become bent and 2 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that the pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no:320550 batch no: 0231156. I screw the new needle in and try to get the medication out and it won't come out and some are bent too.